Manufacturer narrative:
A2 - age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in an endovascular treatment. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in an endovascular treatment. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.